Manufacturer narrative:
Reference ID: 5838309. The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 4.x indicating that the skyplate had white artifacts and part of the image was missing. The device was in clinical use and there was no harm to patient or user. Field service engineer (fse) performed analysis and concluded that detector had been dropped, which cause image artifacts with 25% of the image missing. System has been reset and detector battery replaced, but the artifacts were still present. The detector was then replaced, and the system functioned properly. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the skyplate had white artifacts and parts of the image were missing. The device was in clinical use and there was no patient or user harm. Additional information received that the detector was dropped.